Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure of the spine it was observed that the motor device was making a ¿high pitched squealing noise¿ when used with a medium attachment device. It could not be determined which device was making the noise. It was confirmed the performance of the devices was not really affected. There was no delay in the procedure due to the event as the same devices were used to complete the procedure. It was reported that both devices are used in 2-3 procedures per day, twice a week. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.